Event description:
Caller reported a malfunction on a pump, identified with a specific malfunction code. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to use multiple daily injections (mdi) as backup therapy and was instructed on the steps to take with the replacement pump, including storage mode and sensor use. Technical support (cts) confirmed shipping details, provided necessary instructions, and sent a pump with updated software. Caller agreed to return the faulty pump within 10 days using a pre-paid ups label.